Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that a siemens technical applications specialist (tas) had recently validated the (B)(6) assay for use on the instrument. The customer's easylink informatics system had not been configured with rules for receiving the (B)(6) results, so the tas deactivated the (B)(6) assay on the advia centaur xp software until the easylink was properly configured. The instrument began sending (B)(6) results to the easylink before it had been configured to receive the results, causing them to result incorrectly. The customer had questioned her laboratory staff, none of whom stated that they had activated the (B)(6) test. A siemens customer service engineer (cse) had been onsite in the time frame when the test was activated and the customer inquired if the cse had activated the test. The service report for the visit does not indicate that the test was activated. The cause of the discordant (B)(6) results was a human factors issue, as someone activated the test on the advia centaur xp before the easylink informatics system was configured to receive results. It is unknown who activated the (B)(6) test. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, (B)(6) antibodies to (B)(6) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated on an unknown instrument and resulted (B)(6). The corrected results were reported to the physician(s). It is unknown if there was any patient intervention or adverse health consequences due to the discordant, (B)(6) results.